Event description:
It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.